Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and ECG fall-off test. The cause for the failure was isolated to open pulse and -5v wires in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.